Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited loss of capture resulting in inhibition of pacing. Threshold measurements were checked multiple times and were confirmed to be stable and within range. The device output was increased and the patient was admitted to the hospital for overnight observation. No adverse patient effects were reported.